Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon checking the stent outside patient's body; however, it was found that the distal edge was flared. The procedure was completed with a different device. No patient complications nor injuries were reported.